Manufacturer narrative:
Based on the available information, this event seemed to be a serious injury. The event is considered misuse. Per the IFU, a moldable ostomy device should not be cut. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The patient developed a small cut (laceration) on the surface of the stoma several months ago and it resolved within a few days. The patient was not able to recall any bleeding and he did not have any further cuts since that time. He continued to use the product. It was stated that his stoma was revised about a year ago and was now bigger.